Event description:
It was reported that during the pulsed field ablation to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when reintroducing farawave catheter into the sheath, air bubbles were aspirated through the sidearm. Catheter was flushed and the shaft of the catheter was wiped, and saline was sprayed on the valve opening. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to be returned as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because no response has been received. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.